Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and flow test were performed. The customer reported problem was confirmed. According to the investigation, the motor assembly will be replaced, parts were over 14 years old. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor not running error. No adverse effects were reported.